Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6)- 10079 (r919173201). It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The left atrial appendage (laa) depth was 24mm and the amulet sizing was determined by 3d transesophageal echocardiography (tee/toe). During procedure, the atrial rhythm was non-sinus rhythm (nsr), left atrial pressure was 14mmhg and 500ml of fluids was given. The activated clotting levels were 329s and heparin was administered. The amulet was successfully deployed in the laa. On (B)(6) 2025, the patient had an ischemic stroke and toe was performed. The tee showed a thrombus was on the device. The thrombus was hypoechoic, indistinct deposit and no threads were shown. The delivery sheath at the index procedure was in the patient for 11 minutes. The patient's most recently recorded international normalized ratio (inr) closest to the time of the reported thrombus was 0.99. At time of event, the patient was not taking any medication and stopped their aspirin on (B)(6) 2024 (approximately 4 weeks before the event). An anticoagulation with apixaban 5 mg twice daily for 8 weeks was prescribed. The patient was reported stable and continues to be followed.

Event description:
N/a

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause of the reported patient device interaction problem associated with thrombus could not be conclusively determined. The reported patient effects of stroke/cva could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.